Manufacturer narrative:
The returned device was evaluated. No product performance issues were identified related to spo2 and pulse rate. During internal inspection, the instrument board was found to have a missing component l33, as well as broken solders at the power entry module pins acn, acl, and ground pin. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
It was reported that the device was giving false readings after probe was changed. No consequences or impact to patient were reported.